Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the alarms had diminished in sound. The customer's blood glucose level was unknown. The customer also reported that the insulin pump unexplained no delivery alarms, diminished battery life and battery cap damage. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed all functional testing including the displacement, operating current test, a21 error test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No audio or vibrate anomaly, no failed battery test and no excessive no delivery alarm during test noted. Device received with stripped battery cap coin slot.(B)(4).